Manufacturer narrative:
The device was not returned to stryker sustainability solutions for evaluation. As the device was not returned for evaluation, visual and functional inspections were unable to be performed. A review of the DHR for the reported lot number supports that the device met all inspection and test criteria prior to release from stryker. Therefore the most likely root causes are: user improperly manipulates catheter and/or guiding sheath. Catheter shaft damage caused by mishandling/improper storage. Poor fit of components or component damage causes user to exert excessive force inserting device (e.g. Kinks, bends, electrode damage, cuts) the instructions for use (IFU) state: do not introduce the tip folded into the guiding sheath. Do not exert excessive pressure during placement of catheter if unknown resistance is encountered. Do not attempt to use the reprocessed ep catheter prior to completely reading and understanding the directions for use. Avoid manual pre-bending of distal curve, as this may damage steering mechanism of steerable catheters. The reported event will continue to be monitored through post-market surveillance. Should the device become available for return, the investigation will be reopened.

Event description:
It was reported that an electrophysiology catheter was kinked, and the kink had to be manipulated to remove the device from the patient's body. There was no patient injury or medical intervention and extended procedure time reported was approximately one minute. These are commonly used devices that are readily available.